Manufacturer narrative:
Device evaluated by MFR.: express ld device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. No issues were noted with balloon that could potentially have contributed to the complaint incident. A visual examination found the stent to have been deployed from the device. It is not known when deployment occurred. The deployed stent was not returned for analysis. A visual and tactile examination found no kinks or damage to the shaft of the device. A visual and microscopic examination of the device identified no issues with the markerbands or tip that could have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29oct2020. It was reported that stent failure to deploy occurred. The target lesion was located in the subclavian artery. A 8.0x20x135 cm exress ld vascular stent was advanced for treatment. However, during procedure, it failed to deploy after reaching the lesion. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed a stent detachment.